Manufacturer narrative:
Added concomitant products in section.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. The customer treated the high blood glucose with a syringe. It was also reported that the customer had an upgrade from previous pump and when putting the reservoir into the pump, the reservoir was too big. Customer is currently locked out of her house and did not have access to both pumps. Customer only has one pump on file, used for documentation. Customer is currently using the 100 unit reservoir for her pump. Customer was notified that the 180 unit reservoir is not recommended for the 630g pump and considered off label. Unable to gather second pump sn customer received. Customer will callback when she is able to get back in her house, to let us know which pump she received. Troubleshooting high blood glucose was not performed. The insulin pump will not be returned for analysis.